Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in taiwan reported part of the cannula broke when the doctor tried to remove the trocar. The doctor inferred the broken part may have been stuck in the wall of the patient's eye, hence, he tried to enlarge the incision to find it. The doctor sheared conjunctiva and the wound, but he couldn't find the broken cannula from wound and posterior chamber in end. Suture was used to close the wound. The cannula may still be at the sclera. Additional information: the doctor did not arrange x-ray exam, he just used ophthalmoscope to try to find the cannula. The product was not found in the patient's eye. They will keep the patient under observation to see if there is any uncomfortable complaint. He didn't think the second surgery is necessary. The product is not available because the doctor had thrown it away.